Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, bio-ID required maintenance, user was not able to use the bio-ID to sign into the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) failed. A field service engineer inspected the device and removed latch oxidation and applied grease to the tower door, replaced the loose biometric identifier (bio-ID) universals serial bus (usb) cable, reseated all connections, and verified the fix using the hardware testing application. All tests passed. The system functioned as intended after the field service engineer repaired the device.